Event description:
Potential incident - on (B)(6), at 6:50 am, the nursing assistant witnessed the pt fall to the floor. The right side rail was in the up position and the pt fell to the floor due to a collapse of the rail and was holding on to the upper side rail. The fall caused the injuries listed above. The bed frame is in ideal condition with very little tono evidence of any scratches, dents, scuffs. The only evidence of food debris is captured in the photos. Functionally, the bed frame operated normally with no issues. The bed frame appears to be in ideal condition and does not signs of much use. The bed may have been cleaned after use. All functions, to include catching of the side rails operated normally. Reference MFR report # 3007420694-2013-00038.